Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that the reservoir leaked where it connects with the infusion set. The customer stated that she attempted to deliver a bolus, but did not receive any insulin into her body due to the leak. The customer also stated that the connection between the reservoir and the infusion set felt loose. Nothing further was reported.